Event description:
Reportable based on device analysis approved on 26 sept 2013. It was reported that crossing difficulty was encountered. The target lesion was located in a calcified unspecified vessel. A 2.25x28mm promus element plus was selected and advanced to treat the target lesion but was unable to cross. The procedure was not completed due to this event. No patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination identified stent damage. Stent struts appeared flattened. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).